Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she jumped into the pool while wearing her insulin pump. She removed the battery, allowed the battery compartment to dry, and inserted a new battery, but the battery icon was not displaying bars and an open circle with a black dot displayed instead. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that the device was vibrating without an alarm or alert. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The insulin pump was received with corroded motor home switch. The insulin pump was received with corroded keypad traces, cracked case at display window corners, cracked reservoir tube, cracked battery tube threads and minor scratches on lcd window.